Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot jc8gjsd0, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify; how devices that have suture breakage issue during this single procedure? No further information is available. How many devices that have suture detachment issue during dispensing? =>no further information is available. Procedure name: no further information is available. No further information will be provided. Note: events reported in 2210968-2020-03172, and 2210968-2020-03173.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. During the procedure, the suture was broken easily when tying. There were no adverse consequences to the patient. No additional information was provided.